Event description:
Caller reported damage to the pump housing and usb, specifically at the usb port and pins, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, provided instructions for putting the pump into storage mode, and instructed the caller to return the damaged pump using a pre-paid label within 10 days. The customer will continue using the current pump as backup therapy.